Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was malfunctioning with downstream occlusion alarms. Per reporter, there were no kinks, clamps or other reasons why they were receiving the alert. Reporter stated the pump has alarmed downstream occlusion multiple times, and usually the issue resolves spontaneously, but reporter alleged they could not resolve the alarm to continue infusion despite confirming no tubing issues were present. The infusion was continuous. No patient harm/adverse event was reported.